Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the oxygen (02) sensor would not calibrate on the electronic patient gas system (epgs). As a result, a secrist blender was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.